Event description:
It was reported via repair work order that the weld on the chair frame was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the weld on the chair frame was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Parts have been ordered for repair.